Manufacturer narrative:
The pump was received with blank display due to moisture damaged on electronic assembly. The pump had moisture damaged under lcd screen, on motor assembly and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid. The customer states they swam with the pump on. The customer's blood glucose level was 189mg/dl. The customer states there was fluid under the lcd display.